Event description:
It was reported that the patient received a vibratory alert. Interrogation revealed out of range impedance. The lead was capped and replaced.

Event description:
New information received notes review of x-ray revealed externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.